Event description:
It was reported that during implant the lead would not fit through the sheath. This lead was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of the lead not being able to go through the sheath was confirmed in the laboratory. Lead insertion test to introducer failed due to oversized lead body. This condition is indicative of a potential manufacturing issue. The manufacturing site has been made aware of the field return.